Event description:
Ous MDR - after an implantation duration of approx. 109 months it was reported, that the lead was replaced due to oversensing.

Manufacturer narrative:
A 47 cm long lead fragment was returned for analysis. The fragment was severely stretched and deformed. The distal lead fragment, including both shock coils, was missing. The analysis revealed multiple extraction damages. The lead fragment was excessively elongated. The conductor cables were found coiled inside their lumens, indicating severe tensile stress. The conductor cables were partly pulled out of the lumen and fractures of the conductor cable to the shock coils were noted. Furthermore cuts in the insulation were observed. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. As the distal lead fragment was not available, no further investigations were feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.